Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on an e411 analyzer. No erroneous results were reported outside of the laboratory. The sample initially resulted as 16.77 pg/ml. The initial result was not considered to be plausible based on clinical examination of the patient and other investigations. The sample was repeated, resulting as 10.23 pg/ml. The sample was also sent to another laboratory where it resulted as 4.2 ng/l. Calibration and controls were within specification. Other tests performed on the analyzer had no issues. The patient was not adversely affected. The tnthsst reagent lot number was 138684. The reagent expiration date was asked for, but not provided. Precision studies were performed with a different patient serum and results were not good. An intensive liquid flow cleaning procedure was performed on the analyzer and the pinch valve was changed. New precision studies were performed after these actions and precision was good. A specific root cause could not be identified. Additional information for further investigation was requested but not provided. Based upon the information provided, calibration signals were lower than expected, but there was no indication of an issue. The service activities performed improved precision. An issue with the pinch valve tubing is the likely root cause.